Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead reported getting dizzy while showering. A device check was performed where it was noted that the system was displaying noise, oversensing and pacing inhibition. It was also reported that the pacing impedance measurements were greater than 2000 ohms. The patient was seen for a revision procedure with another manufactures representative. It was thought that the lead was revised; no further information regarding the status of the product is available. No adverse patient effects were reported.